Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) chronic low back pain and spinal pain. It was reported that the patient was experiencing severe burning sensation at both generator pocket sites and was discussing with the surgeon to explant the devices. Impedances were checked and were normal value. The issue was not resolved at the time of the report. No surgical intervention occurred but it was planned. It had not been scheduled but the patient wanted to have both devices explanted. The cause of the burning had yet to be determined. A healthcare professional (hcp) later reported that reprogramming was performed. There were no reported problems. On examination the incision sites were well healed. The cause of the issue was not determined. There were no differences in findings between the 2 implantable neurostimulator (ins) devices implanted.